Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and found a defective vacuum-valve on the patient side. The technician replaced the defective vacuum-valve and performed functionality tests and tested the unit to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "patient: heater temp. Too high!". Additional information: there were no patient involved the incident occurred during preventive maintenance. (B)(4).